Event description:
Boston scientific received information that this right atrial (ra) lead and another manufacturer's device exhibited unspecified pacing impedance measurement issues. An invasive procedure was performed. The lead was surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.